Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: after investigation, the patient underwent urethral plication + anterior and posterior wall vaginal repair + repair of old perineal laceration + (single-port) laparoscopic myomectomy + hysteroscopy + segmental curettage in the hospital on (B)(6) 2025. The surgeon used the suture (vcp2191h) for continuous locking stitch suturing of posterior wall vaginal mucosa during the surgery. The problem of pulling off suture needle happened during the suturing. The surgeon immediately removed the detached needle and suture and checked the integrity of the product. After confirming that no foreign body remained in the patient's body, a new suture (with specific product information unknown) was replaced for suturing again. The subsequent surgery went smoothly. This event resulted in an extension of surgical time (specific extension time unknown) and secondary suturing. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: it was reported that the surgery was suspended. Please confirm if the surgery was completed during the same procedure or was it completed in a separate surgery. Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available."

Event description:
It was reported that a patient underwent a surgery+vaginal anterior and posterior wall repair surgery+perineal old laceration repair surgery+(single port) laparoscopic myomectomy+hysteroscopy+segmented curettage surgery on (B)(6) 2025 and suture was used. During the procedure, when the suture was used to sew the mucosa of the posterior vaginal wall continuously, the problem of pulling off suture needle happened when sewing the second stitch, and the surgery was suspended. The integrity of the suture needle was checked, and it was found to be intact. The suture was removed and replaced with a new one. No adverse patient consequences were reported. Additional information was requested.